Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began receiving dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis but was not hospitalized for the event. Remedial treatment was initiated on the same day including vancomycin, 1 gm loading dose ip and amikacin, 500 mg ip daily. At the time of reporting, the event of peritonitis was resolving. Dianeal pd2 ultrabag was continued with dose unspecified. Concomitant medications were not reported. The event of peritonitis was assessed as not related to dianeal pd2 ultrabag.